Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place on (B)(6) 2025, wherein the a new lead was implanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that effective therapy was confirmed post op.